Event description:
It was reported that this device issued an error code. The patient reported being shocked but technical services (ts) review of device data does not corroborate that. The field representative reported that the device had recorded multiple charge timeouts. A copy of device data was preserved and submitted for analysis. Engineering review of device data concluded that a device hardware mechanism was causing the inability of the device to charge; no lead-related faults were found. Ts discussed the device should be replaced. Records indicate that the device remains in service.